Event description:
"Re: "how are your arms?" Dear sir, these are the words spoken to me prior to the receipt of my 2nd, as well as my 3rd, gel injections to both of my knees. No other practice had ever asked such a question. Oddly enough, sone 2/3 weeks after my 3rd injection, I realized why it was being asked. I suddenly woke up with excruciating pain in both of my arms and in both of my shoulders. I was barely able to lift my arms to even shoulder length. My arm strength was about 10%. It is now about 4/5 months later, and I am about 60%. Is there any help or info that you might be able to share with me? Sincerely, (B)(6).